Event description:
The patient experienced an increase in seizures and believes it may be because his vns settings are too low. He noted that his stimulation does not feel as strong since his doctor adjusted settings, but he can still feel magnet stimulation. No other relevant information has been received to date.

Event description:
The device was checked and found to be working properly. The patient stated he hasn't had any more seizures but was concerned about the generator since he wasn't feeling stimulation. Per the physician, recent seizures that the patient has experienced were due to surgeries that the patient has had, not related to vns. No other relevant information has been received to date.